Event description:
It was reported that this device exhibited inappropriate anti-tachycardia pacing (atp) and shock. Technical services (ts) reviewed the case and discussed the rhythm where therapy was delivered. Ts noted there was no under or oversensing noted. Ts noted that rhythmmatch was labeling the beats as uncorrelated due to the rhythm being too fast. Ts noted that it was hard to program around this and noted to consider increase the initial duration in the ventricular tachycardia (vt) zone to allow more beats to be evaluated prior to making a therapy decision. No adverse patient effects were reported. The device remains implanted.